Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The meter has been returend and investigated with returned test strips. Meter powered on with button depression and test strip insertion. No new issues were observed. Power issue with the test strip port was not observed. The complaint was not confirmed.

Event description:
Customer reported being unable to test due to his adc blood glucose meter turning on with button press but not with test strip insertion. Customer further reported that on the morning of (B)(6) 2014 he experienced sweating and stated he called his doctor and was advised to "go to the emergency (room)". A reading of "around 600 mg/dl" was obtained in the emergency room and the customer was diagnosed with hyperglycemia and treated with unspecified medication via intravenous infusion. There was no report of death or permanent impairment associated with this event.